Event description:
A female doctor reported after wearing the gloves, she developed eczema and hives on her hands. The doctor required topical corticosteroid cream to help treat their hands. They stated the symptoms lasted for about 72 hours. It was reported the gloves were stored inside their climate-controlled cabinet and that they are a latex free office .